Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use, but without any reported patient harm, a crack on the neck flange on left side was noted. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The device was returned, failure investigation was conducted, and the customer complaint was verified. The manufacturing guidelines and controls were reviewed and found effective to detect this type of failure mode. The reported malfunction is not related to the manufacturing process.